Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 44 mg/dl hiked to 238mg/dl. The customer was treated for low blood glucose. Troubleshooting was performed for low blood glucose. Customer did not allege pump was over delivering. The insulin pump will be returned for analysis.